Manufacturer narrative:
Correction: the correct event description in b5 should have been "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead was failing to capture. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient was in stable condition throughout the procedure and was discharged." Rather than "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the tendril lead was failing to capture. The tendril lead was not used. The physician continued with another tendril lead and completed the procedure. The patient was discharged."

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the tendril lead was failing to capture. The tendril lead was not used. The physician continued with another tendril lead and completed the procedure. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.